Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, additional information received as follows: occurred between (B)(6) 2016-(B)(6) 2020: foul smelling vaginal discharge, vaginal bleeding, leukocytosis, ascites, hypotensive with tachycardia, labial swelling, abdominal pain, constipation, mesh palpated on anterior vaginal wall, dysuria, acute cystitis, positive for e.coli & gardnerella vaginalis ((B)(6) 2018), chronic urethral pain with recurrent utis since hysterectomy/aris implant surgery. Weight loss and dehydration/malnutrition with progressive anorexia - unlikely of ob-gyn origin. On (B)(6) 2016 - abdominal exploration, drainage of pelvic abscess with intraabdominal sepsis and incidental appendectomy. Additional information received further reported that the patient with this device experienced complete removal of the exposed mesh. It was noted that there was a loop of the exposed mesh in the vagina with epithelial tissue underneath it. A pelvic ultrasound was performed and right ovarian complex cysts were noted which were likely endometriosis.

Manufacturer narrative:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for august-september 2018. This MDR is to reflect the additional information to be added to the "intial" asr report. (Event information, updated patient and device codes). (B)(4).

Event description:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for august-september 2018. This MDR is to reflect the additional information to be added to the "intial" asr report. As reported to coloplast though not verified, additional information stated. Erosion, frequent uti, and bladder pain at night (B)(6) 2017. Erosion (B)(6) 2017 pelvic pain, erosion (B)(6) 2018. Infections and bladder pain. (B)(6) 2018 vaginal itching. Uti (B)(6) 2019-e-coli uti.

Event description:
As reported to coloplast though not verified, additional information stated, the mesh was removed.

Manufacturer narrative:
This follow-up was created to document the additional information. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.